Manufacturer narrative:
Common name: mih system, endovascular graft, aortic aneurysm treatment. Product code: mih. (B)(4).

Event description:
During cat scan the physician noted that the proximal / distal devices had separated causing and type iii endoleak. Secondary intervention was performed on (B)(6) 2019 at c13984-1. The physician placed 2 additional grafts (zdeg-p-28-82-pf-us and a esbe-28-58-zt) inside the proximal and distal zfen grafts to bridge the gap and seal the devices. Final angiogram looked good and showed no evidence of endoleak.